Event description:
The customer reported that the nursing floor has had accidental needlestick incidents involving syringe model 8881892950, all dispensed by pharmacy for long-acting insulin administration. The core safety concern is that the needle guard on this syringe does not engage smoothly. Initially, it slides up and appears to stop, which can give the impression that the needle is fully covered. However, nurses need to apply additional force beyond this initial resistance to fully activate the safety guard and properly cover the needle. This incomplete closure creates a risk for accidental needlesticks. Additional information received on 24jul2025 stated that the nurses had to draw additional exposure protocol lab work for each patient that the needle stick occurred with as they were all contaminated accidental needle sticks (i.e. Post injection with the patient). First aid was applied to all. There was emotional distress and paperwork for all encounters. On 29jul2025 it was confirmed that the nurses did not require lab work or medication.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Without a known lot number, the device history record cannot be reviewed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One photo was provided for evaluation; however, we could not observe any issues with the safety shield not functioning as intended when analyzing the photograph. There were no physical devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. No corrective actions are needed at this time. We will continue to monitor related reports to determine if additional actions are necessary.